Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) for further review of this pacemaker stored ventricular episodes inquiring if patient was in a true ventricular tachycardia (vt) arrhythmia. Upon review of the presenting electrogram (egm), ts observed far field ventricular signals on the right atrial (ra) channel and two undersensed ventricular events that appeared to be due to patient small amplitude signal. From the available egm data, ts was unable to make a determination of patient ventricular rhythm. Ts discussed findings with the hcp and referred to cardiology for further evaluation. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) for further review of this pacemaker stored ventricular episodes inquiring if patient was in a true ventricular tachycardia (vt) arrhythmia. Upon review of the presenting electrogram (egm), ts observed far field ventricular signals on the right atrial (ra) channel and two undersensed ventricular events that appeared to be due to patient small amplitude signal. From the available egm data, ts was unable to make a determination of patient ventricular rhythm. Ts discussed findings with the hcp and referred to cardiology for further evaluation. At this time, the device remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.